Event description:
It was reported when using the bd vacutainer® lithium heparinn (lh) blood collection tubes there was missing additive. The following information was provided by the initial reporter. The customer stated: "vacutainers we received had no additives. Four cases (400 vials) were received with no powdery white solution in them. The lab informed us the blood samples sent last week were all bad. That¿s when we noticed that all the vials are empty."

Manufacturer narrative:
Investigation: bd had not received samples, but two (2) photos were provided for investigation. The photos were reviewed and the indicated failure mode for 'missing additive' with the incident lot was not observed. Additionally, one hundred (100) retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to 'missing additive' as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.

Manufacturer narrative:
The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® lithium heparinn (lh) blood collection tubes there was missing additive. The following information was provided by the initial reporter. The customer stated: "vacutainers we received had no additives. Four cases (400 vials) were received with no powdery white solution in them. The lab informed us the blood samples sent last week were all bad. That¿s when we noticed that all the vials are empty."